Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer could not clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.